Event description:
It was reported that a patient using the ilet experienced sustained hyperglycemia with a highest continuous glucose monitor (cgm) reading of approximately 400 mg/dl for about five hours while using a teflon inset infusion set on the abdomen. The patient attributed the event to unannounced and underestimated carbohydrate intake. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included recovery without hospitalization or medical intervention as the glucose trended down to 343 mg/dl at the time of the call. Investigation included troubleshooting and patient education regarding accurate meal announcements and appropriate adjustments for higher carbohydrate loads. Investigation of this case revealed no device malfunction and indicated user-related factors, specifically incorrect or missed meal announcement leading to underdosing. It was concluded, based on previously established findings for similar reports, that the cause was user error related to meal announcement and carbohydrate estimation.

Manufacturer narrative:
Initial